Event description:
The customer reported that the system had a low ma error and not getting an image on the screen. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced and the generator and filament were calibrated during the service call. The system was tested, found to be working as intended and returned to service.